Event description:
Report of multiple occurrences of a failure code occurring during clinical use. The failure code will result in an audible and visual alarm and stop all channels in use. No pt injury or compromise reported.